Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: perforation requiring medical intervention. Device issue: none. It was reported that a perforation occurred during the procedure with the bmw guide wire. The pt was stented. No additional event or pt info is available.